Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the broken pitch cable is attributed to a component failure and related to device design. An additional observation not reported by the site and not related to the reported complaint was identified. The housing was removed from the back end of the instrument and found the flush tube guide dislodged. The flush tube guide did not exhibit any physical damage. No pieces were missing. The root cause of the dislodged flush tube guide is attributed to mishandling/misuse. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of system logs for system sk2584 with a procedure date of (B)(6) 2021, confirmed a small grasping retractor (pn# 470318-10 / lot # n10210412- 0052) was exchanged with another small grasping retractor (pn# 470318-10 / lot # n10210405 - 0008) during this procedure. The instrument has a maximum of 10 uses. The alleged event occurred on the 1st use of the instrument. There are 9 more uses remaining. Based on the additional information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument cable broke while grasping tissue. The procedure was completed with a back-up instrument no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.